Event description:
The account stated that an initial architect total b-hcg result of 738 miu/ml was generated. The patient was tested 2 days later and a result of < 1.2 miu/ml was generated. The original sample was repeated and it was <1.2 miu/ml. Due to the positive result, the patient received an ultrasound which was negative. There was no report of adverse impact to the patient.

Manufacturer narrative:
(B)(4). An investigation was performed on architect total (B)(4) reagent, (B)(4) lot # 77901jn00 and determined that it was performing acceptably. The manufacturing and testing documentation for architect total (B)(4) lot 77901jn00 was reviewed. The review demonstrated that all control and panel values were within specifications and no adverse trends were observed. A comprehensive review of statistical process control (spc) data was performed and indicated that the lot is performing within limits. In addition (B)(4) data was reviewed and results obtained were within specification. Customer complaint data was reviewed and no adverse trends were identified. The architect total (B)(4) package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
(B) (4)this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.(B) (4).